Event description:
Additional information received reported the patient was experiencing the following symptoms: sweating, diarrhea, throwing up, and she "could feel the blood running through [her] veins." After a refill the pump was programmed to start infusion 2 days later. The patient had not had any problems since receiving the new pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an "incorrect date was entered" and the patient went into withdrawal. It was further added that the patient fell at a grocery store and a catheter pump disconnect occurred. Per manufacturer's records, this pump was replaced. Drug delivered via the device was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, lot# j11173r18, implanted: (B)(6) 2002, explanted: unk. (B)(4).